Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridge during the load process. Customer's blood glucose level was impacted.

Manufacturer narrative:
The device is expected to be returned; however the device has not yet been received. A supplemental report will be submitted if the device is received.